Manufacturer narrative:
The device was subjected to visual inspection, as well as functional and flow testing. Based on the results of the investigation, it was determined that the pump flowed and operated per specification. Internal complaint number: complaint- (B)(4).

Event description:
A health care professional reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. On (B)(6) 2017, the physician made the decision to explant and replace the pump.